Event description:
During head/neck surgery a electrosurgical pencil was reported to have spontaneously ignited and caused a 2.5cm x 2mm deep burn and ointment was applied. It was not considered serious.